Event description:
Customer reported that pump battery would not charge. There was no reported adverse impact to the customer¿s blood glucose level as the caller declined to provide this information. Technical support instructed the customer to try a different wall outlet, but the issue persisted. As the charging connection was unstable and the caller had no alternative charging equipment, technical support arranged to send a replacement charging cable and wall adapter. In the meantime, the customer was advised to use an old pump if necessary.